Event description:
It was reported that the ilet pump¿s screen bezel began separating, and an image from the caregiver confirmed the display assembly lifting from the device; a replacement ilet was arranged and the patient transitioned to backup therapy. Symptoms included hyperglycemia with a reported blood glucose of approximately 400 mg/dl. Outcomes included temporary interruption of pump therapy and use of backup therapy while awaiting the replacement device. Investigation included complaint intake review, troubleshooting and education with the caregiver, and verification of device shutdown procedures and data sync guidance. Investigation of this case revealed a hardware display enclosure separation consistent with screen bezel separation; no alerts or alarms were reported, and no additional device component malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the display assembly consistent with component separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.